Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient came into the emergency room due to receiving inappropriate shocks. Upon interrogation, the physician observed persistent noise episodes on the right ventricular (rv) channel. The lead was capped and replaced. The ICD was explanted and replaced, and the patient's condition was stable. Related manufacturer reference: 2938836-2017-23589.